Event description:
It was reported that during an a-fib procedure, when rf was initiated, the carto 3 would show three artifacts at the start and end of the ablation on the mapping channel. During some of the ablations all 12-lead and intracardiac channels were not displaying ECG signals on both carto 3 and the ep recording system. Turning off rf, resulted in normal display of 12-lead and intracardiac channels. The caller also reported that the proximal poles of the mapping catheter displayed the triangular pacing selected indicators. This happened both, while pacing was being performed from 20b and when no pacing was selected. The triangles were not rotating as in active pacing, but appeared to indicate an open pacing channel. The customer reported that the 12-lead cable was recently changed, but it was not effective to resolve the issue. It was also reported that the carto 3 had an error 25 when a lasso nav was connected. The customer tried to fix the problem by changing the lasso connector with no success. By disconnecting the lasso nav the error 25 disappeared. Another lasso catheter was opened and connected and no errors were observed. The case was completed with no patient injuries.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental report will be submitted to the FDA once that the analysis repair report is completed. Concomitant product: c3 nav variable lasso us: lot #: 15509871la. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, artifacts were observed at the start and end of each ablation on the mapping channel. During ablation, all ECG signals (bs and ics) disappeared on c3 and recording system. Turning off the rf resulted in normal display of ecgs. Proximal poles of map catheter displayed pacing indicators while pacing was not active. It was observed that this happened while pacing was performed and when no pacing was selected. The system was evaluated and it was found that the ablation adapter cable was faulty and causing the issues. The adaptor cable was replaced; the system was tested and passed. It was also reported that the c3 system had also an error 25 when the lassonav was connected. By disconnecting the lassonav, the error message disappeared. Once the catheter was replaced the error was not displayed again. After this, the system was found operational and ready for use. The DHR associated with carto 3 # 11307 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.